Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the central control monitoring (ccm) functioned as intended during evaluation. Per data log analysis, only a lan I/f log was provided. There is no indication of a problem in the lan I/f log. For the reported issue " display only shows colorful lines", no unusual log entries would be expected. This is normally an internal hardware connection issue with the ccm display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The issue was discovered during a unit check up. Evaluation is in progress but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) display only shows colorful lines. There was no patient involvement.